Manufacturer narrative:
The owner's manual explains: "these functions are specifically used for rotating a patient 180 degrees. When a rotation is not being performed, both the 180 degree rotation lock and the rotation safety lock should remain locked with the corresponding blue indicator lights on both the head-end column and hand pendant illuminated".

Event description:
As reported the hand pendant was not working, and they could not get the table to adjust up or down in height, so someone pressed the blue button on top to see if that would help, which unlocks the foot end of the table and should never be unlocked with the patient on the table. The patient may have fallen -- we have received conflicting reports about what happened. No injuries have been reported.

Manufacturer narrative:
Post-event review by manufacturer and user facility concluded that the t-pin on the head-end of the table was not installed or was improperly installed. The table top fell down while the patient was on it. The patient was not injured. The owner's manual contains instructions for how to install the table top and verify that it is correctly installed. The user facility scheduled a refresher in-service training with the account manager

Event description:
As reported the hand pendant was not working, and they could not get the table to adjust up or down in height, so someone pressed the blue button on top to see if that would help, which unlocks the foot end of the table and should never be unlocked with the patient on the table. The patient may have fallen -- we have received conflicting reports about what happened. No injuries have been reported.